Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of genital injury ("both removed one ruptured") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2011, the patient experienced genital injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2011. At the time of the report, the genital injury outcome was unknown. The reporter considered genital injury to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.